Event description:
Patient called lfs and alleged that their meter was reading inaccurately high and that the meter was failing control solution tests on the high end. The patient was on vacation and was obtaining high readings, such as 297 and 318 mg/dl. They were comparing these results to normal readings/feelings which is an invalid comparision. The patient contacted their physician who advised the patient to increase their insulin. The patient performed two control solution tests, which failed.they opened a new bottle of test strips and performed a test, which passed. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip were correct and for cleaning the puncure area was correct. Test strips and control solution are being sent to the patient.